Event description:
It was reported to boston scientific corporation that obtryx transobturator mid-urethral sling system was implanted. According to the complainant, the patient experienced pain, sustained permanent injury, physical deformity and has undergone corrective surgery. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.